Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: ng, inratio: 1.4, lab: 2.8; date: ng, inratio: 4.5, lab: 2.8. Customer is taking one low dose aspirin a day and warfarin. Customer has been taking warfarin for one year and eight months and takes it every evening at the same time. Time between fingerstick test on inratio and venous draw for reference method is about 8 to 10 minutes.

Manufacturer narrative:
Investigation pending.